Event description:
A cartridge alarm 20 was reported by the customer, but there was no adverse impact on their blood glucose level. The issue was not related to the load process and had been previously reported with the same pump serial number. Technical support decided to replace the pump, confirming the customer's warranty status and shipping details. They advised the customer on using the storage mode for the old pump, programming settings into the new pump, and making necessary connections. The customer was instructed to return the malfunctioning pump within 10 days using the provided return box to avoid additional charges and to continue using the current pump as backup therapy until the replacement arrived.